Event description:
It has been reported to philips that system turned on and off and would not turn back on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that system turned on and off and would not turn back on. After reviewing the log file fse found pdu (power distributor unit) has malfunction. Upon troubleshooting the fse found that m-cabinet ups controller in short and damaged the ny-mim. To resolve the issue, fse replaced the pdu (power distributor unit) mains interface module. After replacing the pdu mains interface module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.